Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, the pump was powered on to a blank display. The keypad and the display were unable to be tested. The pump was opened to find moisture corrosion on the display connector. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.